Manufacturer narrative:
Limited information about the event was available. Attempts to follow up with the patient (user) and gain additional information did not receive a response. Due to the limited information available it cannot be determined if the report represents multiple events involving multiple suspect devices or if there is a single infection event that was resistant to treatment which involves a single suspect device.

Event description:
Intermittent catheter patient (user) stated she had four urinary tract infections (uti's) concurrent with catheter use since late july which her doctor has been treating.

Manufacturer narrative:
During follow-up, the patient said she did not believe the product was the cause of the infection since the infection returned when she received her next shipment of supply. She believes the infection was due to her diet and high ph level in her urine. The patient did not know the lot number of the units she used during the time of the infection. Since the patient was unable to confirm if the recurring infections were from the same infection, the five other infection events are reported on separate reports.

Event description:
Intermittent catheter patient (user) stated she had urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said she was prescribed an antibiotic, took the full course, and fully recovered.